Event description:
It was reported that upon interrogation of the device, it was noted that no full energy charge time was listed. A full energy charge was completed successfully. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.